Event description:
It was reported that guide wire tip detachment occurred. The targte lesion was located in the vessel below the knee. A 300cm v-18 control wire was selected for use. However, it was noted that the tip of the wire was broken during the procedure. The procedure was completed with another of same device. No patient complciations were reported.

Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. A guidewire was received inside of a hoop. A section of the polymer tip (approximately 0.2 cm) was detached from the guidewire; the detached section was not returned. No more damages were found in the returned device.

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the vessel below the knee. A 300cm v-18 control wire was selected for use. However, it was noted that the tip of the wire was broken during the procedure. The procedure was completed with another of same device. No patient complications were reported.